Event description:
It was reported that during the procedure, the right atrial (ra) lead exhibited loss of capture due to high capture threshold. Furthermore, the ra lead exhibited poor sensing and helix rotation issues. The ra lead was replaced and procedure continued with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events for failure to capture, unspecified sensing issues, and a helix mechanism issue were confirmed. A complete lead was returned in one piece. Final analysis found the helix clogged with blood and an over torqued inner coil at connector region resulted in internal shorting. The cause of the reported events for failure to capture and unspecified sensing issues was due to an over torqued inner coil at the connector region that resulted to internal shorting. The cause of the helix mechanism issue was due to the helix being clogged with blood and an over torqued inner coil at the connector region.